Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED attempted to alert the user by flashing its red asi and chirping as a result of a self test. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now, followed by the battery fully depleting or being removed from the AED. The AED remained in this condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Analysis of the log files and the battery pack from the AED is ongoing and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.